Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while stapling, the stapler and its loading unit did not fire. It was noted that the black pusher thumb piece could not be moved at all. They opened another product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged with no knife blade damage. Damage was noted to the interlock. Functional testing was precluded due to the observed condition of the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the damaged interlock could be due to rough handling or improper loading of the loading unit. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.